Event description:
It was reported that post a pta procedure, a restenosis occurred. An unspecified wallstent was implanted in a brachial shunt. The pt returned for an elective percutaneous transluminal angioplasty (pta) procedure to treat the non-calcified 80% re-stenosis in the moderately tortuous brachial shunt. The physician advanced a non-bsc guide wire to the lesion and attempted to dilate with the 8 x 40mm sterling over-the wire (otw) balloon. The balloon moved distal to the lesion when the inflation was attempted. The balloon was deflated and inflation was attempted again, however, the balloon failed to inflate. The procedure was completed with a 7 x 40mm sterling otw balloon. No further complications were reported. The pt's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.